Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: the patient was revised to address pain. Update jan 18, 2018: (B)(6) litigation received. Litigation alleges pain, discomfort, limited mobility and corrosion, friction and wear believed to have caused amounts of toxic cobalt-chromium metal debris to be released into the patient's tissue surrounding the implants. Added associated contact and unknown stem for the alleged toxic cobalt-chromium metal debris. Doi: (B)(6) 2008 : dor: (B)(6) 2017. (Right hip).

Manufacturer narrative:
(B)(4).

Event description:
In addition to what previously alleged, ppf alleges metallosis. Updated part and lot number of the stem and patient harm. Added patient's date of birth and address, doi: (B)(6) 2008 - dor: (B)(6) 2017 (right hip).

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.